Event description:
The pt said they were feeling fine and ran several blood glucose tests using the suspect device. Pt received high results, including hi. Pt then took more insulin than normal and passed out. Pt was taken to the hospital and their blood glucose was 34 mg/dl from a lab test. Pt was treated with a glucose IV, given orange juice and a turkey sandwich. Glucose control solutions were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.